Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the internal leakage test failed during pre-use check and replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. The pm kit has been never replaced in the unit. Claimed part was not provided for further analysis. Evaluation of provided device's logs confirms occurrence of claimed internal leakage test failure on the date of event (05/28/2025). Review of the device's logs revealed that the following technical errors occurred in the past: (te 5) power error, te 12 (pc 1771 control error) and te 10 (disabled valves). These errors have not reoccur and not been confirmed during the technician visit. Hence no cause can be determined. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit.